Event description:
Asr revision.asr xl acetabular system - left hip.reason(s) for revision: pain & component loosening.(B)(6) 2014: reopened to attach product stickers. New fields completed, including manu. Dates, expiry dates. Comorbidities, relevant test/lab data, common name, brand name.bilateral patient - see com (B)(4) for right hip revision.update 17 nov 2014 - received patient name, gender and dob. Sent to investigation as falls outside of CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy now considers this case closed to CAPA.

Event description:
Asr revision. Asr xl acetabular system - left hip. Reason(s) for revision: pain & component loosening. 14 november 2014: reopened to attach product stickers. New fields completed, including manu. Dates, expiry dates. Comorbidities, relevant test/lab data, common name, brand name. Bilateral patient - see (B)(4) for right hip revision. **update** 17 nov 2014 - received patient name, gender and dob. Sent to investigation as falls outside of CAPA. ***update 16 dec 2014: com to be closed to CAPA. After reading the translated surgical notes we have found the patient was revised due to metallosis as well as stem loosening. This means the com falls within CAPA and can be closed as normal. Adi also completed as normal with meddev attached. I have added the CAPA template to the investigation section and metallosis to the patient harm section. Also added manufacturing date to stem***